Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16, for which resetting was not possible, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.